Event description:
It was reported that the camera head had a blurry image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was blurry due to moisture inside the camera lens. In regard to the moisture inside the camera lens, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.